Event description:
Pt underwent an idet procedure on the l5-s1 intervertebral disc. Post idet the pt complained of difficulty in walking as well as other unspecified neurological difficulties to their lower extermities. Oratec (now smith & nephew) first became aware of the event via a claim that was filed with oratec's insurance carrier two years after the date of event. The claim letter and associated documents were sent to the chief technical officer who left the company after smith & nephew acquired oratec. During the continued transfer of files, after the acquistion, is when regulatory affairs became aware of the event.